Event description:
It was reported by the patient that she underwent a gynecological procedure in (B)(6) 2008 and mesh was implanted. The patient experienced pain and incontinence almost immediately following the procedure. The patient underwent a partial explant of the mesh and still suffers from nerve pain and unstable bladder.

Manufacturer narrative:
Date sent to the FDA: 01/28/2014. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).